Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a primary hip done on (B)(6) 2015. Patient had a tritanium cup implanted, over the year, complaining of pain in her right hip. X-ray shows a lucency line around cup. Cup, liner, screw and femoral removed and replaced with a competitor multi hole cup and 36mm liner. Replaced femoral head with v40 conversion sleeve to a c taper trunnion. Placed a new 36-2.5 c-taper biolox delta ceramic head.